Manufacturer narrative:
Vyaire file identification : pc-(B)(4). Vyaire technical support did trouble shooting over the phone. It was determined that the turbine manifold needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported low inspiratory tidal volume/ expiratory tidal volume readings on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.